Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 he received a reading of 122 mg/dl on his adc blood glucose meter compared to a reading of 47 mg/dl obtained on another adc meter. Customer further reported he experienced cold sweats and shaking, and stated he was unable to comprehend. Customer self-treated by self-injecting glucagon and did not seek third-party medical intervention. There was no report of death or permanent impairment associated with this event.